Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: the sulu closed and the firing sequence was engaged. Upon the first squeeze of the handle, the blue staple cartridge disengaged and was extruded distally. The end result was a staple line with cut tissue and malformed staples. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. The malformed staple line was excised and the pt is doing fine.